Manufacturer narrative:
The lot number of the device used is unknown; consequently, the manufacture date of the device is unknown. Since the device remains implanted and will not be returned for evaluation, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined.

Event description:
An advantage mid-urethral sling was implanted on date unknown (patient age and weight is unknown). It was reported that post-procedure, part of the tape was not laying flat. It had eroded "a little bit through the apex of the vagina." The physician was able to "resect" that portion of the tape and the patient was reported to be fine.